Event description:
The patient received his scs system on (B)(6) 2011. It was reported that communication with the ipg is very intermittent when using the programmer. The patient has stimulation. He was sent a new programmer to help resolve the issue, but was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.